Event description:
On (B) (6) 2008, the pt reported she ran out of prep wipes and since then her insulin infusion sets "lift around the edges". She stated the sets do not fall off but she has to tape the edges down. She has discarded the infusion sets. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.